Manufacturer narrative:
One cadd legacy pca pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was found to be under delivering to the manufacturing specifications. It was recommended that the expulsor assembly be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump failed volume accuracy testing. There was no patient involvement.